Event description:
In 2006, I began to have problems with my contact lens. My eyes were red and the right eye hurt badly. I had just gotten these lenses in november and started using complete moisture plus contact solution. After going to the eye doctor, it was determined that I had an eye virus. I had to throw away the lenses and solution and order another pair of contacts. In 2007, the same thing started happening. My eyes were red and they both hurt. After going to the eye doctor, it was determined that I had another eye virus. I had to throw away the lenses and solution and order yet another pair of contacts. Dates of use: approx seven months 2006 - 2007. Event reappeared after reintroduction: yes.